Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, there were some episodes of oversensing due to noise noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of damages consistent with procedure.